Event description:
Customer reported that the endoplege coronary sinus catheter was defective during use. The complaint was on the introducer. Dr (B)(6), the anesthesiologist reported that the introducer bleed as if there was no hemostatic valve in it. He placed it in the jugular and it was bleeding. The patient lost approx 100cc of blood. They took entire introducer and put in a new one borrowed from another endoplege kit. There were no problems reported with the replaced device. Surgeon was dr (B)(6). Per sales rep, dr (B)(6) is the only dr at this account that places this device. Sample was discarded by customer.

Manufacturer narrative:
Type of reportable event should have been serious injury based on ep device being switched out during use for a new one. Investigation: the introducer used with the endoplege catheter was not returned and therefore the reported event could not be confirmed. The device associated with this event could not be evaluated by engineering in (B)(4). The introducer is manufactured in (B)(4) and sent to (B)(4) to be kitted with the ep. (B)(4) verified that introducer lot number 58881381 was used with this ep device. A DHR review performed for this introducer lot and it indicated that there were no non conformances associated with the lot. A DHR review was also performed for the ep lot 763119 and there were no non-conformances associated with the lot. All the introducers are 100% leak tested on the manufacturing floor. During one of the leak tests, the dilator is placed in the introducer. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment and corrective action (# CAPA (B)(4)) were initiated to determine and address the root cause of valve dislodgement. A field correction action was initiated on december 03, 2010 as a result of the product risk assessment. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. CAPA (B)(4) has been initiated to determine and address the root cause of valve dislodgement.

Manufacturer narrative:
Introducer leaking.device was discarded by customer therefore an evaluation on this unit could not be performed.